Event description:
N/a.

Manufacturer narrative:
A getinge field service engineer evaluated the iabp unit and found that elbow connector of coiled cord sitting on top console connector, however not fully seated. Identified the elbow connector as fully turning when manipulated, thus users may have inadvertently rotated the elbow out of place. He fully seated the coiled cord and able to turn unit on. Upon turning unit on, fully completed a simulated treatment with testing catheter and trainer without issue. Fse identified codes 101, 111, 112, and 118 wdt video. All point to the coiled cord being disconnected. He replaced suspect cable, coiled cord. Also he identified the chassis storage bin plate broken, at the hinges holding the doppler tray. He replaced the chassis bin. Unit calibrated and passed all functional and safety tests per factory specifications. Returned to customer and cleared for clinical use. The defective components were received for further investigation. The failure analysis and testing department inspected a coiled cord and observed the one of the wires in the connector socket was broken. The coiled cord could not be tested due to the broken wire. Retaining the coiled cord in the failure analysis and testing department per procedure (B)(4). If further investigation is not required, the coiled cord shall be scrapped. The non-conformances with the returned components were confirmed. However, the root cause or the most probable root cause is impossible to be defined.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) unit will not turn on, the screen is black. There was no patient involvement.